Event description:
Healthcare professional reported "wound problems". This record is for the right side. Device was explanted. It's unknown if the device will be returned.

Manufacturer narrative:
The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported "wound problems". This record is for the right side. Device was explanted. It's unknown if the device will be returned.

Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "wound problems".